Manufacturer narrative:
Testing and investigation found fluid ingress on the power supply printed circuit board and blackening on the ac power cord. During testing the device did not turn on with dc power. The device was not plugged into ac power for safety concerns. The device was disassembled and found signs of spillage on the power supply printed circuit board. The ac power cord was inspected and found signs of blackening due to an electrical short. The probable cause for the customers report of a spark/flash seen and a burning smell was due to fluid ingress on the power supply printed circuit board and to the ac power cord due to spillage on the device.

Event description:
The customer contact reported that when the nurse plugged the device into the ac power outlet there was a spark/flash seen and a burning smell was noted. There was no patient involvement. There were no reported adverse effects to the staff members. During testing at the user facility, it was noted there was burnt mark in the ac receptacle/socket of the device. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that when the nurse plugged the device into the ac power outlet there was a spark/flash seen and a burning smell was noted. There was no patient involvement. There were no reported adverse effects to the staff members. During testing at the user facility, it was noted there was burnt mark in the ac receptacle/socket of the device. No additional information was provided.